Event description:
While the ablation catheter was in use in the patient, the generator emitted repeated error messages. The catheter was removed and replaced with no reported harm to the patient. Manufacturer response for bi-directional vascular catheter, 8.5 fr varipulse bi-directional catheter (per site reporter).